Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported clinical observations of the device not working properly. Analysis found a hole in the cylinder consistent with explant damage but did not find any additional damage that was likely to have impacted device function. The device met all manufacturing specifications. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually and microscopically inspected, and leak tested. The first cylinder had been cut in half. The other cylinder had leaks in the proximal cylinder body due to sharp instrument damage consistent with explant. Neither cylinder could be leak tested due to damage. No further damage that could have impacted device function was found during analysis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented at the hospital because this inflatable penile prosthesis (ipp) was not working properly. The device was explanted two weeks later, and a hole in the left cylinder was reported; the cause of this hole was not detailed by the hospital. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and examination revealed a hole in the left cylinder. All components were removed and replaced. The cause of the cylinder hole was not detailed by the hospital. The patient had a stable outcome.